Event description:
An attempt was made to use a reef pta balloon catheter in a 40mm lesion in the non-tortuous avf in the mid arm. Lesion had little calcification and 50% stenosis. The device was the first used to treat the target vessel in the procedure. The device was inspected prior to use with no abnormalities noted. No resistance was noted between the device and the guide catheter, lesion or guidewire. However it was reported that the balloon burst on the third inflation when inflated to 18atms for 1 minute. A gradual pressure drop was noted. It was reported that another reef pta balloon catheter was used to complete the procedure successfully. It was reported that the patient was fine post procedure.

Manufacturer narrative:
(B)(4). Evaluation codes, results: other (based on the information provided and the non-return of the device no root cause can be determined).